Event description:
Baxter reports that there was a leak in the tubing of a transfer set. There was no patient injury or medical intervention reported by the international affiliate.

Manufacturer narrative:
Evaluation results: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.